Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in the clinic for the routine follow up. Upon interrogation, the left ventricular lead exhibited high impedance and capture threshold. The device was reprogrammed to resolve this issue. The patient remained stable throughout the whole event.

Event description:
New information on (B)(6) 2018 stated that the high lead impedance indicated the lead fracture.